Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported an alarm was heard and confirmed by telemetry. Stopped pump may exceed tube set occurred. No symptoms were reported. No further complications were reported.